Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent left ureteroscopy with lithoclast fragmentation of stone and placement of ureteral stent on (B)(6) 2007 due to calculus of left kidney with renal abscess. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent leep of the cervix with top hat, dilatation of the cervix and curettage of the uterus on (B)(6) 2007 due to abnormal pap smear. It was reported that patient underwent laparoscopic bilateral ovarian cystectomy, and lysis of adhesions on (B)(6) 2007 due to bilateral ovarian simple cyst. It was reported that patient underwent hysteroscopy, d&c, and intrauterine device insertion on (B)(6) 2008 due to menometrorrhagia. No additional information was provided.